Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 110mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with stuck motor error alarm loop during the bolus delivery and the alarm was confirmed. However, the motor was tested outside the device and passed the test. The motor may have had an intermittent failure that was not detected during our testing.